Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord is damaged and needs replacing. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the power cord. The unit has a hubble plug on the end. Unit passed all calibrations, functional and safety tests. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord is damaged and needs replacing.